Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was unstable "in this type of vessel". The lead was not used and replaced with a different model. No patient complications have been reported as a result of this event.